Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947-65 lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that the device longevity lasted less than expected. There was early elective replacement indicator (eri). The device was removed and replaced. No patient complications have been reported as a result of this event.